Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that an informational por was seen. Patient successfully used the pp to clear the por. Patient confirmed settings; group b - set to 2.50 with stimulation on. Patient stated he had an appointment on monday and on the 20th to discuss neck pain. Patient confirmed the neck pain was not related to the reason he was implanted for. The patient stated the stimulator was in his lower back and went down his leg and across his stomach for a muscle that was giving him trouble. Patient stated he would likely have a neck surgery. No further complications were reported/ anticipated.